Manufacturer narrative:
(B)(4): a visual and microscopic examination identified distal stent damage. Stent strut rows 1 and 2 were raised. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure the device was unable to cross the previously placed stent. The 70% stenosed target lesion was located in the moderately tortuous and calcified diagonal artery. A 2.25x28mm taxus liberte stent was advanced to the diagonal artery but was unable to cross a previously placed stent. The taxus liberte device was removed from the patient and the procedure was successfully completed with a non bsc stent. No patient complications were reported. However, returned product analysis revealed stent damage.